Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735737, sw app 9735762 stealth s8 app (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after registration with the imaging system, and inserting a screw in c1 the surgeon felt that he was accurate. When he move on to c2 and checking a known landmark with the probe the surgeon stated that he felt 5mm too deep. The surgeon proceeded with the procedure with the accuracy in mind. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.